Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis summary indicated that was happened during implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead remained blocked by a stylet. The lead was not used. No patient complications have been reported as a result of this event.